Manufacturer narrative:
Other, other text: h10 device evaluation: one cadd solis pump was returned for investigation in used condition. The customer reported problem (pump producing error code 43639) was verified. During power up and inspection of the pump, the device was found alarming error code 43639 in a red screen. Functional testing could not be performed as a result of this error. The error code 43639 indicates a problem with microprocessor board issue. Further investigation determined that the microprocessor board was inoperable. This was established as the root cause of the product problem. The microprocessor board was therefore replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 43639. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.